Event description:
Immunosuppressed patient was undergoing vascular sugery. The patient had just had a prosthetic graft implanted from her thoracic aorta to both groins when it was noted that the lite gloves had split contaminating the sterile field. The lite gloves had both been inspected prior to the beginning of surgery and no defects were noted. The patient was placed on antibiotics as a precautonary measure. As of the date of this report, no infection had been noted. This is at least the fourth known occurrence of the lite gloves splitting during surgery contaminating the sterile field.